Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle/cannula failed to deploy or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Using the pod 5 / page 55: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change (figure 5-24 on the next page). If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that, when she was trying to activate a new pod, the cannula never came out. The pink slide did not move forward and the cannula was not visible. Her blood glucose went high (>250mg/dl) because of dinner. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and the needle was not yet deployed. Once deployed, the cannula, insert, and retract moved to the expected positions. Investigation found no defects or manufacturing deficiencies that would contribute to a failure of the needle to deploy. Data download showed drive stall during run time. No defects were detected that would cause drive stalls or time outs. The batteries and tube nut/lead screw were inspected and no abnormalities were found. The first priming was completed at 40 pulses, and the pod was deactivated at 50 pulses. The pulse count is early for both priming completion and deployment.